Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: guide wire: marvel (boston scientific); stent: ultimaster 4.0x24mm. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters, nc trek rx, global, instruction for use (IFU), specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo, eccentric lesion in the proximal right coronary artery with moderate tortuosity. A non- abbott guide wire was placed and pre-dilatation of the lesion was performed with a 3.0 x 20 mm non-abbott balloon dilatation catheter (bdc). A 4.0 x 24 mm non-abbott stent was deployed successfully at the lesion. A 4.50 x 15 mm nc trek bdc was not prepped outside the anatomy prior to use and advanced to the lesion for post dilatation of the stent. Following inflation of the balloon to 18 atmospheres, deflation was attempted; however, the balloon of the nc trek bdc completely failed to deflate. An unsuccessful attempt to deflate the balloon with a new inflation device was made. The nc trek bdc was ultimately withdrawn with the balloon inflated, along with the guide wire and guiding catheter as a single unit. The guide catheter was reinserted and repeat angiogram confirmed wall apposition of the stent to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.